Event description:
The customer called to report that she experienced a high bg reading (253mg/dl) despite having administered multiple correction boluses. The pod initiated an occlusion alarm, at which point it was deactivated. A kink was reported in the cannula, though no blood was observed. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.